Event description:
A us distributor reported that a patient electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The belt was unable to perform a falloff test. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.